Event description:
Customer reported a motor error alarm on the insulin pump during a bolus. The blood glucose reading was 189 mg/dl. He stated that the insulin pump had not been exposed to a strong magnetic field or MRI. He was assisted in clearing the alarm and stated that he was able to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with stuck in motor error alarm loop during bolus and basal delivery. The motor was tested outside of the device and passed and the motor may have had an intermittent failure that was not detected during our testing. Unable to confirm e70 error alarm in alarm history due to history file was over written. The insulin pump passed displacement, rewind, basic occlusion and prime/a33 tests. The insulin pump has minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.